Manufacturer narrative:
An 8mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used for a post dilation after a stent implantation, however it ruptured. No patient injury was reported. The lesion was the iliac artery. The physician commented this issue might have occurred as it had hit the stent edge. The product was not returned for analysis. A product history record (phr) review of lot 82158872 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the limited information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an 8mmx4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used for a post dilation after a stent implantation, however it ruptured. No patient injury was reported. The lesion was the iliac artery. The physician commented this issue might have occurred as it had hit the stent edge.